Manufacturer narrative:
The customer¿s strips were returned for investigation. The returned test strips were measured with the returned meter with a high level control sample. Testing results: all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Relevant retention test strips (lot 304971) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results for 1 patient from coaguchek xs plus meter serial number (B)(4) compared to the laboratory result on sta evolution with innovin reagent from siemens. At 12:20 pm the result from the meter with capillary blood was 1.8 inr. At 14:27 pm the result from the laboratory with venous blood was 1.04 inr. There was no allegation of an adverse event.